Event description:
Customer reported a no delivery alarm on the insulin pump when attempting to deliver a bolus. The blood glucose reading was 244 mg/dl. Customer declined troubleshooting for the issue and was advised to change the infusion set as soon as possible. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.